Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3005920706-2026-00004. A customer stated that shortly after using medihoney (unknown ID), she developed a skin infection. Initial antibiotic treatment was not effective, and eventually the infection spreaded to the eyes. She was prescribed steroid eye drops and antibiotic eye drops. The infection later became systemic, and she was prescribed a 10-day course of doxycycline. No additional information was provided after several attempts.